Event description:
The customer reported the alarm low level reservoir sensor detected excess fluid alarm on a spectra optia device. Terumo bct customer support provided possible causes of the alarm and the customer understood that decreasing the ac ratio will help with platelet aggregates and platelet occlusions. The customer also asked about bubbles stuck in the blood warmer that were reported as not moving at all. The customer was provided with information via email regarding degassing. The customer did not provide procedural details, patient information, and patient outcome. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer did not respond to multiple attempts to obtain information for the investigation such as patient (recipient) information, recipient outcome, procedural details and lot information. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a root cause assessment was performed for this complaint. Based on the available information root cause of the level sensor alarm was due to clumping/clotting as the result of an incorrect ac ratio entered by the operator. Based on the available information a definitive root cause of the bubbles in the blood warmer tubing could not be determined. Air in the blood warmer line that may arise if the lure connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result. Another possible root cause for air bubbles in the blood warmer tubing was due to outgassing of cold replacement fluids. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles. This report is being filed past the 30 day timeframe due to an internal processing error. A nonconformance and CAPA have been created to evaluate.